Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in this complaint could not be conducted since the device has not be returned at the time of this report. A device history record review shows that the device was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation and determine the source of the alleged defect reported, it is necessary to evaluate the device sample involved on this complaint. No corrective actions can be established at this time. If the device sample becomes available at a later date this complaint will be updated.

Event description:
Customer complaint alleges that "in (B)(6), doctor in respiration dept. Found no mist came out from the small volume nebulizers after 2-3 minutes's use". Alleged malfunction reported as detected during use. It was reported there was no medical intervention necessary. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was also performed and the sample functioned as intended. No issues were encountered. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample.

Event description:
Customer complaint alleges that "in (B)(6) university, doctor in respiration dept. Found no mist came out from the small volume nebulizers after 2-3 minutes's use". Alleged malfunction reported as detected during use. It was reported there was no medical intervention necessary. Patient condition reported as "fine".